Event description:
It was reported that high pacing thresholds were observed on the device and left ventricular lead. Both left ventricular lead and ICD were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported threshold anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomaly was found. The threshold anomaly was possibly related to the lv lead.